Event description:
Three patients are involved. The discs failed to diagnose strep infections. The patients continued to have high fevers. Tests were conducted with another product and all three patients were group a strep positive. The rptr thinks the product is defective.